Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 012) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device analysis: the device was returned to the manufacturer and investigation completed on (B)(4) 2019 with the following findings: a cartridge cap was not returned with the pump for investigation. A test cap was used to complete investigation. There were no alarms in the pump history related to the complaint. The black box data for the date of the alleged issue had been overwritten due to continued use of the device after the alleged issue occurred. On investigation, the pump powered on normally and ez-prime steps successfully completed. The pump was exercised for 12 hours without any call service alarms occurring. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.